Manufacturer narrative:
(B)(6). Investigation results: the device was returned for analysis. The outer shaft, inner shaft, balloon, and tip were examined both visually and microscopically. Visual inspection identified a rupture in the balloon. Microscopic evaluation further demonstrated that the rupture was located along the proximal marker band region. Examination of the remaining components revealed no additional damage or abnormalities. The product analysis confirmed the reported complaint. Device history records (DHR) review: it was confirmed this device met manufacturing specifications prior to distribution and there were no manufacturing deviations that could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Investigation conclusion: based on a thorough review of the reported complaint, the most probable cause for this complaint was cause not established.

Event description:
It was reported that the balloon was leaking. A 4.0mm x 150mm x 150cm sterling balloon catheter was selected for use. The 60% target lesion was located in the superficial femoral artery. During device preparation, it was observed that the balloon was leaking gas. The device was exchanged and the procedure was completed. There were no patient complication as a result of this event.

Manufacturer narrative:
E1: initial reporter facility name: (B)(6). E1: initial reporter address 1:(B)(6). E1: initial reporter phone: (B)(6).

Event description:
It was reported that the balloon was leaking. A 4.0mm x 150mm x 150cm sterling balloon catheter was selected for use. The 60% target lesion was located in the superficial femoral artery. During device preparation, it was observed that the balloon was leaking gas. The device was exchanged and the procedure was completed. There were no patient complication as a result of this event.